Event description:
It was reported that pump experienced repeated cartridge alarms, including cartridge alarm 20, and issue did not occur during load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, tandem technical support confirmed warranty status and shipping details, instructed customer to place pump into storage mode before return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor once replacement pump was received.